Event description:
Product information was received on (B)(4) 2012. Attempts for additional information have been unsuccessful to date.

Event description:
It was reported that the patient passed away. The date of death was (B)(6) 2012. The relationship between the patient's death and vns is currently unknown. Attempts for additional information are in progress.

Event description:
A sudep evaluation was performed with the available information and it was indicated that the patient's death was possible sudep.

Event description:
Attempts were made to the funeral home and the patient's devices were not explanted at the time of death. Additionally attempts for a death certificate were unsuccessful as the state indicated that the manufacturer could not obtain a copy of the death certificate without signed consent and a photo ID from a family member. Attempts for additional information from the treating physician have remained unsuccessful to date.

Manufacturer narrative:
.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was major cardiovascular disease, atherosclerotic heart disease, unspecified mental and behavioral disorder due to use of tobacco, essential (primary) hypertension, chronic obstructive pulmonary disease (unspecified), and other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that there was no sudep indicator. There is no allegation or other information indicating that the death is related to vns. Due to the cause of death being atherosclerotic heart disease, there is no suspected relationship between vns and the cause of death.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Describe event or problem: corrected data. The sudep evaluation was inadvertently omitted from follow-up report #2.